Event description:
Loss of osseointegration implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, biomechanical overload, bruxism, pain, mobility.